Event description:
It was reported that a non-critical alarm had occurred due to eri with a schedule to replace by date of (B)(6) 2013. The pump was implanted on (B)(6) 2011. The logs were read and were all normal except for the eri message. The patient noticed increased spasticity. It was noted that the patient¿s symptoms fluctuate, so the physician was unsure if it was due to the pump or not. A pump replacement was planned. The device system was used to deliver lioresal. It was later reported that the pump was replaced on (B)(6) 2013. Per the reporter, they were not aware of any problems post-replacement.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the device was replaced due to the early eri message on the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the pump revealed a motor feed through anomaly - shorting across insulator.